Manufacturer narrative:
As the lot numbers for both devices were provided, a lot history reviews were performed. The samples were not returned to the manufacturer for evaluation; however, medical records were provided for both malfunction. The investigations are confirmed for obstruction for flow for both malfunction. A definitive root cause for the reported event could not be determined. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced obstruction of flow. This information was received from various sources. This malfunction involved all two patients with no consequences. The (B)(6) year old male patient weight was not provided. The (B)(6) year old female patient is (B)(6) lbs.